Manufacturer narrative:
No patient harm was reported. Ventilator was not returned to hamilton medical ag. We requested the log files of the ventilator and the expiratory valve used (part nr: 950158). However, log files were not available to forward and the valve was discarded. Since we have not received any further information concerning the case, we cannot further investigate the root cause of the problem. Hamilton medical ag reference nr: cer (B)(4).

Event description:
Hmag has received the following event description: the blue rubber part came unglued from the clear plastic housing. Ventilator made a loud " pop" sound 2 times, alarmed exhalation valve obstruction, took off the vent to bag. Removed the exhalation valve off to see that there was a small hole in the valve. Valve replaced.